Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/05/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation on july 1, 2021. The component was identified as product code 699g. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The cleaning process was repeated to remove adherent particles from the fracture surface. Some debris remained on the surface; however, additional cleaning was not performed to preserve the fine fractographic features. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the broken needle piece fell into the patient? If so, was it retrieved during the same procedure? No further information is available. What was done to retrieve the broken piece? No further information is available. If it wasn't retrieved, size of the needle piece and tissue where it is being retained? Are there any plans to remove it in the future? No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an orthopedic surgery on (B)(6) 2021 and suture was used. When putting a stitch on the achilles tendon, the needle was broken at the swage part. No extra force was applied, and it was not used in a different way than usual. There were no adverse consequences to the patient. Additional information was requested.